Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2011, inratio2: 1.4, 1.7, reference meter: 4.5. Patient target range is 1.9-3.3. Patient is testing inratio2 meter against coagucheck; test was performed by an rn at a coagulation clinic.